Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information has been added to d8, h6, h7, h9 and h10. The device history records could not be reviewed because the lot number was not provided. Olympus ships products manufactured according to all applicable procedures and meet final product release criteria. The legal manufacturer performed a replication test using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to suction being activated or the distal end of the scope is pushed against the mucous while removing the scope, a gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Event description:
The customer provided additional information: the customer clarified human tissue was lodged between the elevator and the cap. The tissue was not sent for examination or further testing and the customer is unable to determine where the human tissue may have originated from. The suction pressure used in the procedure is unknown. The device is no longer available for return.

Manufacturer narrative:
This supplemental report is being sent to provide additional information provided by the customer. The following fields have been updated: d9: although the customer initially reported the device was available for return, it is no longer available to be returned. H3: the device will not be returned. H3 other text : no longer available for return.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Maj-2315, it is unknown if lot h0605 or h0305 was involved in this event. Following this event, the lead technician performed troubleshooting with the scope (serial (B)(4)) and multiple caps using both lot numbers h0605 or h0305 in an attempt to determine why human tissue was found in the forceps elevator of this august procedure. He stated some caps seemed to be different quality than others and split more easily. The caps are not available for return and no more specific information is available to date. The olympus endoscopy support specialist (ess) confirmed the in-service for the tjf-q190v duodenovideoscopes (reprocessing and customer competency) was successfully completed when the facility received the scope in 02jun2021. On 24aug2021, after the reported event, the ess, along with endotherapy territory manager and clinical endotherapy clinical specialist, observed the facility's lead technician successfully demonstrate attaching and removing the disposable cap on the distal end of the scope. On 07sep2021, the endotherapy clinical specialist observed the doctor's next case and did not observe any issues or incorrect use of the scope and cap. The lead technician stated it is the doctor's standard practice to remove non-olympus stents through the scope channel. He also stated the doctor's patient population consists of more complex and difficult cases, sometimes with altered anatomy. At times, when the doctor is removing the stent through the scope, the bending section is retroflexed because of the patients' abnormal anatomy. The lead technician stated it is possible this may be a contributing factor of the cap issues recently experienced. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results

Event description:
Two different events ((B)(6) 2021 and (B)(6) 2021) were reported where there was human tissue found in the evis exera iii duodenovideoscope forceps elevator after the procedures were completed, before sending the scope to reprocessing. The physician was performing a therapeutic endoscopic retrograde cholangiopancreatography for both events. In both events, the human tissue was found after the patient had left the procedural room and in the recovery unit. The doctor confirmed no post surgical complications and no bleeding was experienced by the patients involved with these two events. It was confirmed the physician was using the correct technique when using and removing the scope. The lead technician confirmed the cap was correctly applied to the distal end of the scope. No additional information is available for the july 2021 event. The physician's and lead technician's opinion is the events are attributed to a cap issue. In (B)(6), at the end of the procedure, human tissue was observed in the forceps elevator after pulling a non-olympus 7 or 10 french plastic stent forcefully through the scope channel. The human tissue was approximately 2 centimeters long. In addition, at the end of the procedure, the cap was found to be split and come off the scope easily. There are 4 complaints involved to capture the two patient events as follows: (B)(6) event: (B)(4) is for the scope, tjf-q190v; (B)(4) is for the cap, maj-2315. (B)(6) event: (B)(4) is for the scope, tjf-q190v;(B)(4) is for the cap, maj-2315. This is complaint 2 of 4. This report is for patient identifier (B)(6) for the broken cap event in (B)(6) 2021.